Event description:
The user reported to the clinic on the (B)(6) 2020 that she was experiencing reduced volume with the device. Recipient was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00024. For further information please refer to this report.